Event description:
Two incidences today where the venipuncture needle-pro safety device detached from the needle during a blood draw, leaving the needle in the patient's arm when the device was withdrawn. This is not the first time this has happened at our facility and staff knows to make sure the needle is securely attached to the device, I do not think it is user error.